Manufacturer narrative:
Approximate date. Other relevant device(s) are: product ID: 977a175, serial/lot #: (B)(4), ubd: 12-sep-2018, UDI#: (B)(4). Product ID: 977a175, serial/lot #: (B)(4), ubd: 12-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that about 6 months after their sciatic issues started around (B)(6) 2016 the patient had an appointment (around (B)(6) 2016) to discuss taking the previous implant out and putting in the new implantable neurostimulator (ins) that is now in their shoulder. The patient had the sciatic issue and great pain when turning the previous device on and had been told by their neurologist that the lead was dislodged because the electrodes were going out over their shoulder and had never stayed under the spinal column. The previous implant site was located up in the waist line of their upper back and sent pain down to their sciatic. The patient heard a rattling noise when they turned the device on and could feel stimulation that was not in the right location. The patient ended up with a lot of scar tissue "up there" in the lead site. If the patient turned the device on, it moved too much and they felt it in their shoulder area on the left hand side. Another neurologist told the patient after cat scans and mris that "it was not good" and they needed the previous components to be removed. During that surgery, they removed the components, removed scar tissue, and implanted a new lead. The recovery from the scar tissue removal was painful. No further complications were reported.